Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2012, and obtained the following information: the patient is a bridle diabetic for 49 years and tests between six to eight times a day and manages her diabetes with novolog insulin (via insulin pump; based on both her blood glucose reading and food intake). The patient clarified that her blood glucose has the tendency to suddenly drop quickly. The patient corrected and clarified that the alleged issue occurred on (B)(6) 2012 at approximately 9:30pm. Thirty minutes prior to the alleged issue, the patient corrected and clarified that her husband contacted the emergency medical services (ems) because he found her sitting on the couch unresponsive. Prior to losing consciousness, the patient does not recall what her blood glucose reading was with the subject meter, she denied having any other symptoms that alerted her that her blood glucose was "dropping", and she does not believe she had made any changes to her diabetes management earlier that day. When she began to regain consciousness, the patient indicated she was already being treated by ems. The patient confirmed she was given IV fluids, however, she not clear what other medication she was administered. The patient believes the medication she received from the ems was possibly to bring her glucose back up, since her blood glucose has the tendency to drop. At the time the alleged issue occurred, the patient indicated she obtained a blood glucose reading of "150mg/dl" with the ems's meter and "199mg/dl" with the subject meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient denied receiving any other form of medical intervention after the alleged issue began. During troubleshooting, the customer service representative confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. Although the patient was possibly treated for hypoglycemia by an hcp, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed that the alleged meter issue began after she received treatment. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
(B)(4): the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips have been returned to lfs on (B)(4) 2012; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.